Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation, belt was unable to communicate with a monitor. The root cause for the failure an exposed pulse wire in the distribution node causing a short. The root cause for shorted cable could not be positively identified. No adverse event resulted from the damaged belt.